Event description:
Home patient (hp) contacted baxter's technical service center for assistance during dwell 2/4 of "apd" therapy. Hp reported the extension line was leaking. Technician assisted the hp in ending therapy and hp was advised to contact the rn. Follow up with rn indicated the hp completed therapy with manual exchanges and no medical intervention was reported.